Event description:
It was reported that this pacemaker exhibited undersensing of premature ventricular contraction (pvc) events. Additionally, this device had stored episodes of pacemaker mediated tachycardia (pmt). The pmt algorithm successfully terminated these episodes. No adverse patient effects were reported. This pacemaker remains in service.